Event description:
It was reported that during an unspecified procedure, the user inserted the instrument into the trocar and the instrument was already hot and caused a burn to the patient¿s abdominal wall. There was no further information reported. Several follow ups were made to gather additional information, however, were unsuccessful. No response was received from the customer. Device was returned for evaluation. The returned device esg-400 pk technology, serial#(B)(4), ver. 11-a was evaluated due to reported issue of ¿inserted the instrument into the trocar and that it was already hot and caused a burn on the patient¿s abdominal wall." Evaluation noted that the generator came with a non-olympus handpiece and active cord. Both of the devices are karl storz instruments (sn: (B)(4), lot# li1472 for the handpiece and sn: (B)(4) for the active cord). These instruments were not tested as they are not olympus devices. Visual inspection on the returned generator found no abnormalities. The neutral electrode, universal bipolar and monopolar connectors were inspected and no irregularities found. Error log history found that there are multiple errors codes recorded (e002: short circuit and e202: insufficient ne contact). Functional testing and measurable inspection were performed on each connector mode of the generator. Verified all the cut and coag output power measured values were within standard requirement. In addition, the device passed the high frequency leakage current, cqm testing (contact quality monitor) function and current and power consumption. Based on the evaluation, the olympus device passed the functional and measurable inspection. There are no abnormalities found on the generator. For e002 errors, ensure the instrument electrodes are not in contact with each other. Electrodes of the hf instrument may not touch each other. For e202 errors, check the connection and attachment of the neutral electrode. Malfunction of the neutral electrode and/or the neutral electrode cable. The use of third party electrodes with olympus capital equipment has not been validated by olympus. We only recommend that olympus electrodes are used with olympus capital equipment. Using incompatible equipment can result in patient injury and/or equipment damage. This has been reported by the manufacturer as report 9610773-2020-00062.